Event description:
A caregiver of a peritoneal dialysis (pd) patient reported a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during drain 1 of 4. Treatment was stopped and fluid was discovered on the external of the cassette and in the pump module area of the cyler. Fluid leaked from an unknown area. A new cycler was issued.the patient knows how to do manual treatments in the absence of a cycler. In a follow up, the caregiver verified the fluid leak event. There was no harm, intervention or adverse event associated with the fluid leak. The patient received a new cycler. The patient did manual treatments in the absence of a cycler. The old cycler is available to return for investigation. The cycler set is not available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A caregiver of a peritoneal dialysis (pd) patient reported a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during drain 1 of 4. Treatment was stopped and fluid was discovered on the external of the cassette and in the pump module area of the cyler. Fluid leaked from an unknown area. A new cycler was issued.the patient knows how to do manual treatments in the absence of a cycler. In a follow up, the caregiver verified the fluid leak event. There was no harm, intervention or adverse event associated with the fluid leak. The patient received a new cycler. The patient did manual treatments in the absence of a cycler. The old cycler is available to return for investigation. The cycler set is not available.